Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported event. The system was then tested and met all product specifications. No sample was returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).

Event description:
A customer reported to a company sales rep that during a case while using iop control set at 30 millimeters of mercury (mmhg), the surgeon attempted to go to an alternate infusion setting. The system switched to the alternate infusion but then displayed the iop control at 60 mmhg. Subsequently, the infusion pressure started to drop back down to about 30 mmhg. Pt impact is unk at this time. Multiple attempts have been made to retrieve add'l info but none has been rec'd to date.